Manufacturer narrative:
Initial report sent to FDA on 9/28/2007.

Event description:
Procedure: vault hitch - anterior /posterior vaginal repair. According to the reporter: the endostitch could not grasp tissue. The instrument was removed and the surgeon noticed half of the needle was missing.